Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the rv lead during a routine in-clinic visit. Patient was stable. Patient was seen for subsequent follow-up after receiving a notification for therapy withheld due to rv lead oversensing. The rv lead was capped and replaced. The physician suspected externalized conductors on the rv lead; based on the review of diagnostic imaging, externalized conductors were not observed. Patient was stable.